Manufacturer narrative:
Medwatch sent to FDA on 10/07/2016. Article citation: ¿breast implant associated anaplastic large cell lymphoma in (B)(6) ¿ higher risk for macrotextured implants supports a bacterial etiology,¿ a. Loch-wilkinson, k.j. Beath, r.j.w. Knight, w.l.f. Wessels, m. Magnusson, t. Papadopoulos, t. Connell, j. Lofts, m. Locke, I. Hopper, r. Cooter, k vickery, p.a. Joshi, h.m. Prince & a.k. Deva. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling addresses: "patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation."

Event description:
Through allergan's literature review of recent journal articles, we received the following article from medical safety: "breast implant associated anaplastic large cell lymphoma in (B)(6) "higher risk for macrotextured implants supports a bacterial etiology." Table 4: "presentation of bia-alcl (n=46)" in the article reports the following: 2 cases of "seroma and capsular contracture (contralateral)." This record has been created the capture the 2 events of capsular contracture. Contralateral event of seroma has been captured in MDR # 9617229-2016-00142. The article does not provide implanting, explanting physician information, device serial or lot information, or sides of alcl diagnosis. Manufacturer could not be specified and article states "biocell (allergan/inamed/mcghan) accounted for 57.1% of implants in this series. Article states, "all patients underwent total capsulectomy and removal of implants both on diseased and non-diseased side. All tumors were cd30 positive and alk negative."